Manufacturer narrative:
The reported communication anomaly was confirmed in the laboratory and was due to low battery voltage. No high current drain sources were found during testing. The original battery was sent out to the vendor for further evaluation, and an internal battery anomaly was found, which caused the premature battery depletion.

Event description:
It was reported that the device could not be interrogated. It was noted that in (B)(6) 2011, the patient was in af and the patient received an external shock on (B)(6) 2011. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.